Event description:
Damaged sterile package. It was reported "opened package to sterile filed noticed hole in package, determined sterility not compromised, so we used stem."

Manufacturer narrative:
As part of a quality system improvement plan, (B) (4) conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to (B) (4) from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption (B) (4). There are 11 events associated with this event type (damaged sterile package) and product code (jdi).